Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. Post-procedure it was noted via electrocardiogram, that the patient developed an onset of atrial fibrillation and a left bundle branch block. The 25mm navitor valve was not re-sheathed at all during procedure. The final non-coronary cusp implant depth was 2mm and the final left coronary cusp implant depth was 3mm. On (B)(6) 2024, the decision was made to administered the patient amiodarone.

Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have history of arrhythmia and the implant depth was 2mm from the non-coronary cusp (shallower than the recommended 3mm). No information was received regarding anatomical factors. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.